Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse determined that the system was stuck on the philips startup screen, indicating corrupted software. The fse reseated the system connections, but the issue persisted. To resolve the reported issue, the fse reloaded the main system software and reconfigured all necessary settings. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.